Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
This report is submitted on april 08, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to patient's need to undergo MRI. It is unknown if there are plans to re-implant the patient as of the date of this report.